Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a bilaterally implanted patient with a history of irregular astigmatism had a light adjustable lens (lal, sn (B)(6), +19.0d) explanted from the right eye due to visual disturbances. An intraocular lens from a different manufacturer was implanted as a replacement.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the investigation. Updates to sections d9, g3, g6, h3 and h6. The explanted lal was cut into small fragments during explantation and returned to rxsight. Due to the condition of the lens, an evaluation could not be performed.